Event description:
The lay user contacted lifescan alleging that the product display issue "segments missing", which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Device ID is (B)(4). This MDR represents (B)(4).